Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed. Evaluation found that the broken blade was not returned with the instrument. The blade broke off adjacent to the metal rod pin that holds the clamp arm inside of the metal tube. A small crack was visible in the rod. It was concluded that the blade likely made contact with the rod, thus causing the blade to break. Damage to the instrument was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was using the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed, the blade on the insert accessory broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who reported this complaint. The csr indicated that he was present during the surgical procedure. During the procedure an audible noise was heard coming from the electrosurgical unit and the error message relax grip was noted and then the harmonic ace insert accessory broke. The csr did not recall the specific surgical task that the surgeon was performing when the issue occurred. The broken instrument piece was retrieved using a laparoscopic grasper instrument. No surgical intervention was required and no x-ray was performed. The surgical procedure was completed with an instrument of a different type.